Manufacturer narrative:
B6) relevant tests/laboratory data - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) great vessel perforation and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to cied system/pocket infection. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath on the rv lead, the lead was removed. Then, switching to the ra lead, the lead was removed; however, the patient¿s blood pressure dropped, and cardiac tamponade was detected. Rescue efforts began, including extracorporeal membrane oxygenation (ECMO) and thoracotomy. A superior vena cava perforation (svc) was discovered and repaired. The patient was transferred to ICU, but passed away the following day. This report captures the 14f glidelight device in use when the perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.